Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported the automated impella controller (aic) waveform is noisy and choppy and the position waveform is showing unreliable values. No patient harm has been reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - loss of opm data has been completed. Console logs from the reported day of the event were consistent with the complaint. The logs showed multiple instances of the following errors: "algs suspended opm signal invalid," and "invalid_bad_snr_sample_mask" due to signal-to-noise ratio (snr) falling below the minimum threshold. Real time log data indicated low contrast and snr values, while the long term log data showed consistently low snr throughout the case. Further analysis of console logs revealed similar symptoms with peak snr and multiple placement signal low alarms during the case and long term log data showed snr was low for most of the case. The console was returned. However, the reported issue could not be reproduced. The 5s parameters were all within specification, and voltage measurements from both the power battery manager and across the optical lamp were within required ranges. The bulb output power also met the necessary specifications. Visual inspection revealed no apparent issues, and no abnormalities were found with the automated impella controller (aic) operating alongside a functional pump and purge cassette. The cause of the aic issue was most likely a defective optical bench. B.3 revised date of event as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-25266. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25266 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 2199 was previously entered incorrectly on initial manufacturer device report number 1220648-2024-25266 and a new code was added.